Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the cut ring was partially severed or intact, this condition can be replicated by an incomplete hand compression. It was reported that the device was fired, but the knife did not transect the tissue and the donut was missing completely after firing. The staples did not form as expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: the safety latch was broken as a result of rough handling and the trocar was noted to be damaged. The product analysis noted evidence that the device was not used as intended. This issue can occur if the safety is forced into disengagement prior to green indicator visibility. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: turn the wing nut clockwise until the green bar located in the tissue approximation indicator is aligned with the grey approximation bar. It is not necessary to have the entire green bar aligned, but the safety may not release if no portion of the green bar is aligned with the approximation bar. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G3 h6 patient codes - (B)(6) (surgical intervention required). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid resection, while in the sigmoid, the staple formation was in u form and the knife of the device did not cut the tissue, resulting to incomplete donuts. To resolve the issue, a resection of more tissue of the sigmoid, a protective ileostoma and new anastomosis with a new device was done. The surgery got extended for more than 30 minutes. A second surgery was necessary to re-anastomose the colon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid resection, while in the sigmoid, the staple formation was in u form and the knife of the device did not cut the tissue, resulting to incomplete donuts. To resolve the issue, a resection of more tissue of the sigmoid, a protective ileostoma and new anastomosis with a new device was done. The surgery got extended for more than 30minutes.